Manufacturer narrative:
(B)(4). Damaged firing trigger teeth. Evaluation summary: the analysis results found that the device was returned with the firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were broken. Due to the condition in which the device was returned, no functional test could be performed. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a urology procedure the device handle broke during firing. A second device was used to complete the case. There was no pt consequence reported.